Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. No DHR review performed. A device history record (DHR) review could not be conducted as the lot/serial number was not provided by the complainant. Or the product is non traceable.

Event description:
It was reported that a physician mentioned in a conversation with an applications specialist that 5 years ago the physician used a novasure on a patient and the patient suffered a bowel burn. No more information is available. The device was discarted. No more details on the outcome of the patient could be provided.